Event description:
The pt received her ipg on (B)(6) 2009. It was reported the pt was experiencing electrical jolts at the pocket site. The pt reported the ipg site feeling hot while charging on the most recent charging session.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.